Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 18f manta was deployed for closure in the right common femoral artery. Vasculature was noted as 7.5mm, no calcification or tortuosity, and a depth deployment measurement of 6 +1. Access was gained using a micro-puncture, no ultrasound was utilized. The single stick access intended for the mid femoral head, was positioned in the profunda. It was also noted, a high bifurcation was present. No issues were encountered, advancing, or withdrawing the sheaths. During deployment, while pulling back to yellow/green, the surgeon mentioned it was not a smooth motion, and the device "jumped back suddenly" to red. Copious bleeding was present, and the surgeon immediately went directly to a cut down, placing a patch on the right profunda artery, achieving hemostasis. The root cause of the unsuccessful deployment is due to the access being positioned within the profunda artery resulting in the anchor unable to seat correctly and support the tension while the surgeon withdrew the device. The IFU warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Procedural requirements list arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. In this case, the surgeon did not perform pre or post access angiograms and the procedural requirements list: pre-procedure cta is recommended to assess femoral artery anatomy. Confirm via femoral arteriogram: single wall puncture in the common femoral artery. Additionally, the IFU precautions if hemostasis is not achieved following manta deployment, assess the situation. Based on the assessment of the amount of bleeding, use compression, balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis; and potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Step 5 : deploy device and seal puncture: while maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees. Note: do not apply compressive or occlusive manual/digital pressure to the vessel while rotating lever, releasing the anchor, or withdrawing the manta device. Only support the skin enough to prevent distension of the vessel. Continue to withdraw the manta closure until the tension gauge begins to show yellow/green in the tension window. The blue lock advancement tube will emerge. Note: do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required. Maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure (figure 15). Note that the tension gauge indicator will show a red zone when excessive force is applied. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: device jumped during deployment hemostasis not achieved. Physician got access mid femoral head, but bifurcation was high. He ended up sticking in the profunda. Physician went right to cutdown.